Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On the same day the sensor was inserted, the patient¿s cgm displayed 387 mg/dl and high. She suspected the value was incorrect; however, she lost consciousness before she was able to perform a bg. It was not confirmed who performed a bg, but it was 37 mg/dl and the patient was transported to the hospital. Multiple attempts were made to follow up with the reporter for additional information; however, contact was not successful. There is no information on what treatment was provided at the hospital or how long the patient was in the hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.